Event description:
The company was informed that the pt was in the hospital for two days with an infection at the implant site. The pt was prescribed flucloacillan 250. The pt reported a discharge at the implant site and pain in the ear. The pt's ear was hot to touch. He reported pressure in the ear and balance issues. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.